Manufacturer narrative:
The customer called technical support to report that 120e "low minute ventilation" and 120f "low tidal volume" alarm error messages were displayed. Although the time passing bar moved, there was no wave in the waveform, and there was probably no airflow/ventilation. The customer rebooted the device, but the reported issue remained. The manufacturer's product support engineer (pse) evaluated the device, duplicated the reported issue, and confirmed the reported alarms in the event log. The pse found that the cause was due to the fact that the device was connected to a test lung in continuous positive airway pressure (CPAP) mode. The customer changed the mode to st and returned the device to CPAP, after which the device operated properly. The customer also confirmed that there was no issue with the patient's condition. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that 120e "low minute ventilation" and 120f "low tidal volume" alarm error messages were displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Additionally, there was no reported medical intervention or delay in therapy. Disclosed patient information: identifier: k.m., sex: female, age: 81 years old, height: 153 cm, weight: 42.5 kg, primary disease: heart failure. The customer called technical support to report that 120e "low minute ventilation" and 120f "low tidal volume" alarm error messages were displayed. The customer also noted that the device was being used with the setting of 4 cmh20 in continuous positive airway pressure (CPAP) mode, but the actual value did not reach 1 cmh2o. Although the time passing bar moved, there was no wave in the waveform, and there was probably no airflow/ventilation. The customer rebooted the device, but the reported issue remained. The customer then changed the mode to st and returned the device to CPAP, after which the device operated properly. The customer also confirmed that there was no issue with the patient's condition. At this time, the customer is considering whether or not to request a repair. The investigation is ongoing.